Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00901. This report is being submitted as additional information. Approximate age of device- 5 years, 2 months, and 16 days. Manufacturer's investigation conclusion: the account reported that the pump was not explanted. A direct relationship between the device and the reported event of an ischemic stroke could not be conclusively determined through this evaluation. The heartmate ii lvas IFU lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2018 due to a stroke. Additional information was requested but not provided.

Event description:
Additional information was received indicating the ischemic stroke had been spontaneous; however, the patient had a history of unreported strokes. The inr at the time of the event was 2.7. A head CT on (B)(6) 2018 showed large chronic right mca distribution infarct involving portions of the right frontal lobe, right parietal lobe, and a majority of the right temporal lobe. There is mild ex vacuo dilatation of the right lateral ventricle as well as right-sided wallerian degeneration. Patient then went home on hospice and expired shortly after discharge. The pump was not explanted.